Event description:
Implant of inrad titanium marker during stereotactic biopsy. Pain from marker 10 months after implant. Dates of use: (B)(6) 2009 - (B)(6) 2010. Diagnosis or reason for use: cancer screening biopsy. Event abated after use stopped or dose reduced? No.